Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the patient heard a pop and the cylinders ruptured during intercourse. The patient also experienced a hematoma in the upper left scrotum. Upon removing the device, the physician noted damage to both cylinders outer silicone layer and the devices filled with blood in the outer layer. When he remeasured the measurement was 24 cm. The physician indicated the previous device may have been oversized. A new inflatable penile prosthesis consisting of 24 cm cylinders, pump, and reservoir were implanted.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the patient heard a pop and the cylinders ruptured during intercourse. The patient also experienced a hematoma in the upper left scrotum. Upon removing the device, the physician noted damage to both cylinders outer silicone layer and the devices filled with blood in the outer layer. When he remeasured the measurement was 24 cm. The physician indicated the previous device may have been oversized. A new inflatable penile prosthesis consisting of 24 cm cylinders, pump, and reservoir were implanted.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed. The reported allegation of malfunction was confirmed via product analysis of the cylinder. No escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the patient heard a pop and the cylinders ruptured during intercourse. The patient also experienced a hematoma in the upper left scrotum. Upon removing the device, the physician noted damage to both cylinders outer silicone layer and the devices filled with blood in the outer layer. When he remeasured the measurement was 24 cm. The physician indicated the previous device may have been oversized. A new inflatable penile prosthesis consisting of 24 cm cylinders, pump, and reservoir were implanted.